Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000mcg/ml at 211mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient was getting less efficacy so the pump pocket was opened and the catheter was found to be twisted. The surgeon untwisted catheter and was able to successfully aspirate. There were no external factors. The issue was resolved.